Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cholecystectomy, upon occlusion of the artery of the gallbladder, the instrument stop firing the clips and got stuck, then the clips start to come off the instrument randomly. There was no patient injury.